Event description:
It was reported that a user sought assistance connecting a freestyle libre 3 plus sensor to the ilet system, initiated sensor warmup, then received a pairing failed alert; a rescan indicated the sensor session was active with remaining warmup time, and the user was advised to wait, after which the issue was considered resolved. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included troubleshooting and user education on ilet and mobile app pairing workflow and confirmation that the sensor session was in progress. Investigation of this case revealed no device malfunction of the ilet; the event was consistent with sensor pairing workflow behavior during warmup and was resolved through user guidance. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the pairing process during sensor warmup, and device function was as designed.